Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 1000 mg/dl. Customer treated their high blood glucose via manual injections. Customer was admitted into the honor health hospital on (B)(6) 2018 at 9:30 am. Customer experienced high blood glucose, vomiting, the emt¿s were called and the patient was admitted into the hospital. The insulin pump will not be returned for analysis.